Manufacturer narrative:
The concomitant device part and lot numbers were changed. Manufacturer narrative: the reason for this revision surgery was to remedy a device that broke (broken post on the tibial insert, which was causing discomfort in patient's right knee) after 14 years and six months in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there are no prior complaints with failure mode pertaining to "device cracked/broke". This is the first complaint for the incident lot# 248491. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause could not be determined. The root cause for the broken post was most likely loading on the posterior and/or anterior face of the posterior stabilized (ps) post in excess of material limits. This type of loading can occur during deep flexion or hyperextension motion when the femur contacts the ps post to provide significant support and stability. Patient information such as weight and history of trauma were not provided with this complaint. These factors along with repeated high loading in flexion or hyperextension, high activity level (heavy lifting or high impact), improper seating of the insert or attachment screw during primary surgery, and/or component positioning could have contributed to the failure. Also, it was reported that the component was in vivo for 14 years, the root cause might be implant wear & failure in long term use. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient received an encore posterior stabilized (ps) knee in 2000. He started feeling discomfort with the right knee replacement. The patient had a broken post on the 10 x 17 constrained ps tibial insert. The surgeon removed the insert as well as the 35 x 9 patella button, and replaced them using new implants of the same size.